Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported right heart failure, renal dysfunction and bacteremia could not be conclusively determined through this evaluation. Multiple attempts were made, yet not further information was provided. The hm3 IFU lists right heart failure, renal dysfunction and infection as adverse events that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had ongoing right ventricular failure which led to renal failure. The patient also had bacteremia from the central intravenous line. Care was ultimately withdrawn and the patient expired. No further information was provided.